Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead went into ventricular fibrillation (vf) arrest and received several shocks. A shock lead open message was recorded during therapy delivery. Review of stored device memory noted that the first few delivered shocks were in the vf zone and then the rate dropped into the ventricular tachycardia (vt) zone due to undersensing of the fine vf signals. Additional shocks were delivered in the vt zone and converted the rhythm, however, one attempt was labeled as no therapy. Boston scientific technical services (ts) reviewed the episode and discussed that the no therapy label was due to the shock lead open message being triggered. Further review of stored device memory noted decreased sensing and high out of range shock impedance measurements greater than 125 ohms following some of the delivered shocks resulting in the shock lead open message. No out of range measurements were noted upon review of daily measurements. Ts discussed troubleshooting options. An invasive procedure was performed. The lead was surgically abandoned and replaced and the crt-d remains implanted and in service.